Event description:
Hill-rom received a report from the account stating the nurse call would not work. The bed was located on the 6th floor at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the cables broken off the utv board. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Communications: inspect and test the communication junction box. Test the sidecom communication system features for proper operation. Inspect the communication cable including the male and female pins in the plug. Test the nurse call super capacitor for proper operation. A search of the hill-rom maintenance records show hill-rom performed preventative maintenance on this bed 2015. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the utv board to resolve the issue. Based on this info, no further action is required.